Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported by the rep that a motor stall was seen at initial interrogation and the patient had not had a recent MRI. The motor stall was active and stopped pump may exceed tube set had occurred. The hcp reported that the patient had been hospitalized for unknown reasons and the pump was showing motor stall and tube set message. The logs showed that a motor stall occurred on (B)(6) 2017 and tube set on (B)(6) 2017. The hcp denied emi or magnetic interaction with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid, dose and concentration not reported. The indication for use was non-malignant pain and chronic low back pain. The healthcare provider reported that the patient was being treated for pain. The nurse stated no emi in regards to any environmental, external, or patient factors that may have led or contributed to the event. The pump was interrogated and a motor stall occurred, stopped pump period may exceed tube set. The interventions and actions taken to resolve the issue was the reporter was advised to place the pump in minimum rate. Surgical intervention had not occurred but surgical intervention was planned but not scheduled. The issue was not resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.